Event description:
It was reported the lead integrity alert triggered and approximately two weeks later, the patient received inappropriate shocks due to oversensing. The patient presented to the emergency room. Detections were programmed off and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.